Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 solid state drive (ssd), product ID: 9735736 software, h3, h6: multiple fdd/annex a codes were reported. Both a23 and a1102 were coded for low performance error message. A0709 was code for error message appeared during navigation. A software analysis was initiated. The logs were reviewed and showed multiple instances of ¿cleared user-facing low performance warning,¿ and confirmed that low-performance warnings occurred as the user repeatedly cycled through the selectprocedure images registration/tru registration/truverify navigation workflow during the stdfess procedure on the reported date, specifically in the second of nine sessions. This issue was consistent with a known software issue. Codes b01, c10, and d02 are applicable to the software analysis. Img code g02008 applies to the software and g0200702 applies to the solid-state drive (ssd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had a second occurrence of a low performance error message. The site rebooted the system and did not see the error message. This issue caused an eight-minute surgical delay. There was no impact on the patient¿s outcome. It was reported that the error message appeared during navigation. One, straight suction instrument was in the field of view. Only one computer tomography (CT) exam was loaded. There were no models, no annotations.